Event description:
It was reported that this right ventricular (rv) lead exhibited decreased impedance output and increased pacing threshold output of 3 volts at 0.4 milli seconds during automatic rv testing suspectedly due to lead micro dislodgement during physical activity despite an optimal appearance under fluoroscopy, electrocardiogram and x ray while device-based testing confirmed unstable trends. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.